Event description:
It was reported that during implant lead exhibited capture anomaly and lead helix would not extend after 28 turns and was unable to retract once fully extended. The lead was not implanted and physician elects to use another lead.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: final analysis found lead was returned with helix fully extended. Helix could not be retracted due to heavy blood clogs in the inner coil. Analysis was normal. No anomaly was noted.